Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 122 mg/dl. Customer stated that she kept the pump in her bra and not in her waistband. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.